Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 03/24/1998. On 04/03/1998 she sought medical treatment for abscess and infection at the piercing site and was prescribed antibiotics.